Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2018 due to cancer. The cause of death was cancer related issue. The caller stated that the customer had cancer, alzheimer disease, congestive heart failure that may have led to the customer's passing. The customer¿s blood glucose was 34 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller agreed to returned device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.